Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in mid-october. At unspecified dates/times, the patient reportedly obtained blood glucose readings of ¿110 and 112mg/dl¿ with the subject meter. The patient¿s testing frequency and normal blood glucose range are not specified and it is not known if the patient tested her blood glucose with another device after the reported issue occurred. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; the patient, however, denied taking any action in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged product issue, the patient reportedly developed symptoms of hunger, shaking, and tunnel vision approximately an hour and a half later. The patient¿s blood glucose reading prior to the onset/ during her symptoms is not specified and it is not known what the patient was doing before her symptoms began. The patient denied receiving any form of treatment after the alleged product issue occurred. It is not known when the patient¿s symptoms abated. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. Unrelated to the primary issue, the control solution was below the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.